Manufacturer narrative:
(B)(4). The customer reported a failure to alarm. No pt harm was reported. Further info from the case indicates that the customer was requesting assistance in enabling alarming at the obtv monitor. The local staff assisted the customer and the issue was resolved. There is no indication of any repair that was warranted or implemented. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported a failure to alarm. No pt harm was reported.